Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that high impedances were found upon intra-operative impedance testing. The impedance of the following electrode combinations were: case <(>&<)> 11 was 6,870, 8 <(>&<)> 11 was 7,355, 9 <(>&<)> 11 was 7 ,072, and 10 <(>&<)> 11 was 6,165 ohms. The connection was troubleshooted by checking for fluid, making sure the extension wire was dry, and checking to make sure it was plugged in all of the way, with all contacts contacting metal within the implantable neurostimulator (ins) header, but these impedances remained the same. It was unknown if the impedances resolved. The patient's indication(s) for use were parkinson's dual and movement disorders.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reiterating the high impedances on the right side that are greater than 4,000 ohms. Palpating pocket does not change measurement, and patient thought a battery change may resolve issues. Patient indicated 2 months post replacement in 2016 he noticed a shock which changed the impedances (per caller) but has not felt the sensation yet.

Manufacturer narrative:
Updated to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that the patient needed an MRI and an impedance check showed the following values: c to 11 = 5473; 8 to 11 = 5864; 9 to 11 = 5551; and 10 to 11 = 4814 ohms. It was noted that the representative was unable to find historical impedances to compare to so they were going to opt for the patient to have a cts scan instead. No medical symptoms were reported in the event. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they had no further insight as to the cause of the high impedances. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the cause of the high impedances and the shocking sensation was still unknown.